Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 25, 2017, it was reported that the gas (air) cannot enter into the motor. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet (B)(4) on september 25, 2017 revealed that the control bar was in the correct position. Prior to repair, the device did not operate and was outside side to side calibration specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on january 17, 2018 which included replacement of the motor, motor sleeve, reciprocating arm, ball bearing, spring seal, needle bearing and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the device did not operate. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the device did not operate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. External contractor.

Event description:
It was reported that the device released excessive gas. The device was returned to zimmer taiwan for repair. No adverse events were reported as a result of this malfunction.